Event description:
Patient with a long segment (8-9 cm) of barrett's high grade dysplasia. Patient not a good surgical candidate and option of ablation elected. Recently had three coronary artery stents placed and was on aspirin and clopidogrel. Ablation was carried out without incident, and there were no device complaints. The patient unilaterally restarted aspirin and clopidogrel immediately after ablation and developed self-limited bleeding from the treated esophagus on day 8. No intervention was required and patient is now stable.